Event description:
During an anterior cervical disc fusion of the c5-c6, the zero-p titanium alloy plate separated from the peek interbody spacer. Another preassembled plate and spacer was available to successfully complete the procedure. A delay of twenty minutes was reported to re-place the integrated plate and spacer. The procedure was completed successfully and the patient is fine. The surgery was delayed for 20 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: patient ID - mr # - (B)(6). A review of the device history records was performed and no complaint related issues were found. Placeholder.